Manufacturer narrative:
A stryker field service representative evaluated the device and verified the code was logged in the device's memory but could not duplicate the issue. The codes were cleared, and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had an event code in the service log. This event code is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.